Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually inspected. During visual inspection under a light microscope, instrument marks were found close to the breaking point and at the point area which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use. Grasping at the butt or attachment end could cause bending or breakage. According to the IFU, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2014 and suture was used. During the procedure, the needle broke in two parts into the patient¿s tissue. Another surgical procedure was performed with radio control to remove the needle. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.